Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a broken capsule resulting in a unplanned vitrectomy surgical procedure. Procedure was completed and the patient outcome is expected fine. A 2012 error, communication error, occured during procedure.

Manufacturer narrative:
Correction: in initial report the surgery center reported a broken capsule resulting in an unplanned vitrectomy surgical procedure; however, through follow up the surgery center confirmed there was no broken capsule and no vitrectomy required. Due to the new information, this is no longer considered to be a reportable event. No further reports for this complaint will be submitted under manufacturer report no. 3006695864-2017-01376. All pertinent information available to abbott medical optics has been submitted.